Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, customer did not administer enough insulin for the food consumed during a meal. Customer administered an insulin injection to treat bg level and indicated that bg levels were decreasing at the time of the call. Recommendation was made to monitor bg levels and contact tandem technical support to perform troubleshooting for future bg events.